Event description:
On (B)(6) 2021, information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient called and complained of pain at the battery site and up approximately 6-8 from that point towards spine along the lead on the r side of his back. Patient describes this started approximately 1 week ago. He denies having any falls but did have shoulder surgery about 1 month ago that may have contributed to the issue. The patient made it known he¿s convinced it¿s the stimulator. No diagnostics had been performed and no interventions have been taken at this point. The issue was not yet resolved. The rep indicated that they would be meeting with the patient on (B)(6) 2021 to check their battery. No surgical intervention occurred or was planned at this time. On (B)(6) 2021, additional information was received from the manufacturer representative (rep) reporting that they were actually mistaken in my original report. When the rep followed up with the patient on monday, he indicated the pain is on their right side like they noted in their original report, but the battery was on their left side. The patient went on to describe his pain being off to the right of the spine near the level of the lead and down into their right low back. The cause of the pain has yet to be identified and the issue hasn¿t been resolved. An interrogation of the battery revealed normal impedances and the patient confirmed normal stimulation coverage. The provided information has been confirmed with the account. The office said they would follow up with the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.